Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. No leaks were observed during testing. The unit flowed at (B)(4) efficiency. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device return for analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump that was explanted and replaced. Cs reported that a catheter dye study was performed due to the patient alleging a lack of pain relief. Based on the dye study, the physician believed that the catheter had migrated out of the intrathecal space. At the catheter revision, the cap was aspirated from and dye was injected into the cap. Cs reported that the dye that was injected "was seen leaking out of the back of the pump into the patient's pump pocket." It was confirmed that the catheter did not migrate as initially thought.